Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 26, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system presented with low laser output. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
New information received from the customer stated that the event occurred during a cataract extraction surgery. The system was exchanged to complete the case. There was no patient harm.